Manufacturer narrative:
Initial: awaiting product return to perform a device analysis.

Event description:
20 days after intervention, the patient returned to the hospital with hydrocephalus symptoms. The surgeon controled the pressure twice and he realised that there was a variation of pressure going from 110 mmh20 to 150mmh20. He explanted the valve and implanted another one form medtronic.

Event description:
20 days after intervention, the patient returned to the hospital with hydrocephalus symptoms. The surgeon controled the pressure twice and he realised that there was a variation of pressure going from 110 mmh20 to 150mmh20. He explanted the valve and implanted another one from medtronic.

Manufacturer narrative:
Initial: awaiting product return to perform a device analysis. Final: the reported defect could not be reproduced. At the state of return, no default was observed regarding the magnetic lock.the calibration drift that might have benne caused by a temporary obstruction due to organic residues appeared to be irreversible.